Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 367 mg/dl, which was treated with manual injection. Troubleshooting was performed and during the manual prime process. The customer was advised that the device needs to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. No cosmetic damage was noted.